Event description:
Additional information received from a manufacturing representative reported the patient received shortness of breath during programming. Diagnostics were done and all impedances were within normal limits. The cause of the event was not determined, but the symptoms resolved when the implantable neurostimulator (ins) was turned off. Surgery was scheduled for 2015 (B)(6). The ins, adaptor, and extension were to be replaced. An appointment with the patient's health care provider (hcp) was scheduled for 2015 (B)(6).

Event description:
Additional information received from a health care provider (hcp) reported the patient was evaluated on (B)(6) 2015 and their symptoms were resolved. The patient was without symptoms of light-headedness, shortness of breath, tingling/tightness in their right hand, pain, and tremor episodes.

Manufacturer narrative:
Concomitant products: product ID 64001, lot # n400592, implanted: (B)(6) 2013, product type adapter; product ID 37612, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot # v126057, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v126057, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 64001, lot # n400592, implanted: (B)(6) 2013, product type adapter; product ID 64001, lot # n400592, implanted: (B)(6) 2013, product type adapter; product ID 64001, lot # n400592, implanted: (B)(6) 2013, product type adapter. (B)(4).

Event description:
A manufacturing representative and health care provider (hcp) reported the patient had a change in therapy and uncomfortable stimulation. The following high impedances were measured at 0.7v: c2 1188-2497 ohms. Therapy impedances measured on (B)(6) 2015 were 1790 ohms on subthalamic nucleus (stn) one and 1821 on stn two. Therapy impedances were measured on the day of this report. At previous appointments, the impedances had been documented as normal. Over the past two months, when manipulating the implantable neurostimulator (ins), the patient became light headed, experienced shortness of breath, tingling and tightness in their right hand and pain in those areas. The patient¿s tremor also returned during those episodes. This had been occurring multiple times per day and had been gradually getting worse. The patient stated the episodes felt similar to stimulation induced side effects they experienced during programming a couple years ago. The issue occurred when the patient moved their left arm and it happened a lot when they were driving because of the way they move their arm. Impedances were measured to be the same during the episodes of pain and uncomfortable stimulation. During one of the episodes when the patient had been tremoring and had pain and tightness in their right hand, their health care provider (hcp) turned the left ins off. When the left ins was turned off, the pain and tightness in the right body went away, but the tremor remained. X-rays had been done and no problems were seen. The manufacturing representative thought the ins was changing settings when it was being manipulated. The ins was not on at the time of this report. No falls or traumas were reported. The patient¿s indication for use is parkinson¿s dual and movement disorders. A revision surgery to replace some components of the system was scheduled for (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-18035.